Event description:
It was reported that the patient experienced recovery complications including a left upper extremity deep vein thrombosis after the lead was explanted. No further information is available.

Manufacturer narrative:
(B)(6).